Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Following questions to be asked if the surgeon contacts (B)(4). To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and an unknown barbed suture was used. Following the procedure, the patient experienced wound breakdown. Additional information will be requested.